Event description:
Additional information received from the hcp reported the patient did well and did survive. Per the hcp, there was nothing on the website on how to treat baclofen withdrawal. The hcp stated the patient followed up with another hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for movement disorders. The pump contained an unknown brand of baclofen with an unknown concentration at a dose of 400 mcg/day. It was reported the patient had an infection related to the device. The hcp stated the patient¿s pump was removed 2 days ago due to infection, and now, the patient was in acute baclofen withdrawal. The hcp stated he was looking for management information beyond what was in the labeling and stated there used to be additional information on our website, but he could no longer find it. The hcp wanted something quickly if possible. The hcp could not view the website links to articles on the topic because he didn¿t have an account. The hcp was not familiar with the patient and was just the on-call person for a group of physicians. The hcp didn¿t have details as to the suspected infection. The change in therapy/symptoms was considered sudden. It was unknown if the infection was confirmed. The event date was unknown; however, the infection was associated with the implant. The hcp stated the pump was explanted approximately 2 days ago. The hcp didn¿t provide details as to when the suspected infection started. The patient¿s outcome was treatment on going. The drug related to the reported event was the old drug previously in the pump. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.